Event description:
It has been reported to philips that the device speakers are not functioning properly.

Event description:
Update: issue was reported as occurring during a patient use event.

Manufacturer narrative:
Updating this case to include notation of patient involvement.